Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that she was hospitalized in june. The insulin pump sometimes did not deliver insulin. She was given an insulin pen. Customer's blood glucose level was 469 mg/dl. After treating her blood glucose level with the insulin pump, her blood glucose level went down to 45 mg mg/dl. The school's nurse sent a letter home saying the insulin dose was not in range and that she needed a new insulin pump. The device was not returned.